Event description:
Medtronic received information that during a cardio-pulmonary bypass procedure, this hollow fiber oxygenator exhibited poor gas transfer with clinically acceptable act values. Subsequently, the oxygenator was removed and replaced just prior to completing the procedure, which was approximately sixty minutes in duration. There were no adverse patient effects as a result of this event. The oxygenator will not be returned for analysis. The customer reported that this same issue has occurred three other times within the same day, during separate procedures.

Manufacturer narrative:
Evaluation method code: other = device history reviewed. Results code: other = device history review found the product met specifications when released for distribution, conclusion code: other = cause of event cannot be determined. H3 analysis: attempts to obtain information noted the product will not be returned for analysis. In addition, relevant procedure information (pump records) was unable to be obtained from the facility. A review of manufacturing records indicates that the product met specifications prior to being released for distribution. Conclusion: the device was not returned for failure analysis. Therefore, we cannot determine the cause for the reported poor gas transfer. There were no adverse patient effects reported as a result of this event.